Event description:
Stapler and box labeled #1. Gut clamped low close to anus. Stapler fired tissue cut, no staples were in the device. Stapler and box labeled #2. Reclamped gut and fired stapler and staple line immediately separated. The staples did not change shapes, they were still u-shaped.

Event description:
Stapler and box labeled #1. Gut clamped low close to anus stapler fired, tissue cut. No staples were in the device. Stapler box labeled #2. Reclamped gut and fired stapler and staple line immediately separated. The staples did not change shapes, they were still u shaped.